Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pin guide used to insert a pin into the patient's glenoid broke.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; a portion of the alignment boss feature broke off. The root cause is attributed to misuse; evidence suggests the end user is drilling the guide pin through the sizer which is causing fractures of the alignment boss feature. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.